Manufacturer narrative:
G4: 04nov2020; b4: 11nov2020. The visual inspection of the customer returned power switch panel assembly revealed no evidence of damage or contamination. A failure investigation (fi) technician installed the power switch panel assembly into a fi ventilator to duplicate the reported issue. The assembly, switch panel, power was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 30sep2020. B4: 01oct2020 . There was no delay to patient therapy reported. The reported issue was confirmed via the event log, however, was not able to be replicated. The philips international field service engineer (fse) replaced the power switch overlay as a preventative measure to prevent recurrence. The unit was then functionally tested and passed all specified test. No other abnormalities were reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04aug2020.

Event description:
The customer reported alarm led failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.